Event description:
It was reported that the patient presented to the hospital for a scheduled generator changeout. Upon interrogation, there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. Programming changes were discussed but not made. No intervention was performed. The clinic will continue to monitor the patient. The patient was in stable condition.